Manufacturer narrative:
D7a: corrected answer is"no".

Event description:
Patient diagnosed with left side capsular contracture baker grade 4.

Event description:
Patient diagnosed with bilateral capsular contracture baker grade 4